Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/19/2016. The fse went onsite due to customer reporting incomplete diff results. He found the tubing through vl27 cut. He stated the tubing was wet, but there was no leakage inside the instrument. He replaced the tubing resolving the issue. (B)(4).

Event description:
The customer reported approximately 20 ml of uncontained clear fluid leaked from a coulter lh 500 hematology analyzer onto the counter during startup. There were incomplete differential (diff) results reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.